Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge did not fit onto the pump. Additionally, an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to resolve the issues. Customer's blood glucose was over 600mg/dl. Manual injections were administered to treat bg level.